Event description:
Impulse dynamics staff were made aware on november 4, 2025, that about 2.5 weeks prior on (B)(6) 2025, a replacement procedure occurred for a patient in (B)(6) implanted with an optimizer smart mini (osm) implantable pulse generator (ipg). The explanted ipg had previously been investigated by impulse dynamics field staff in august 2025 for the reported inability of the device to be charged or interrogated after the patient reported they forgot to charge the device after being on vacation for three weeks. A charge connection could not be established with the ipg irrespective of what/any charger that was used during subsequent follow-up visits in (B)(6) 25. The decision was then made by the implanting physician to replace the patient's ipg, which occurred as noted previously. The ipg could not be charged or interrogated prior to explant. The device is currently undergoing decontamination at an approved decontamination facility. It will be returned to impulse dynamics USA in marlton, new jersey for evaluation once decontamination is completed.